Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: the pump powered up with audio and vibration. The display screen was blank during power up and the original complaint was unable to be adequately investigated. Unrelated to the original complaint, the pump was opened and there was moisture contamination found on the main power circuit and under the transceiver power. The audio bolus button was found to be detached/missing.